Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator for non-malignant pain and arachnoiditis. It was reported the patient had questions on her ins. The patient stated that when she charges her ins, she sees the normal charging screen on her ins recharger (insr) showing a battery being filled from left to right. The patient stated that instead of seeing the battery fill up as black, it was showing as an "empty cell" in there because in the middle of what should be a fully shaded battery is a white space going across in the middle. The patient further explained that the white spot goes through where she should see a fully shaded battery. The patient added "you can tell it¿s not filled in". The patient states this issue has been going on for at least 3 months. The patient has had her ins for 3 1/2 years. The patient keeps her ins on 24/7 and never leaves the ins off because she can't function with the ins off. The patient did not know about the life of her ins. The patient states it seems like she has to recharge it every other day, and it "seems like it doesn't work till its 3/4 charged to fully charged". The patient clarified that it just doesn't seem to control the pain in the legs, weakness in the legs. The patient states she can feel it in her back and legs more. The patient has noticed this issue for about a year. The patient reported that the ins battery level is "not lasting" and she has to charge all the time. The patient states she has noticed this issue for about the same amount of time, "about a year". The patient states she was told that "it lasts for about 3 years" and she wants to know if her ins needs to be replaced. The patient did not have the insr with her for troubleshooting. It was reviewed longevity for the ins and charging frequency depends on settings and usage. The patient did note she had ¿probably fallen a couple of times¿ in the past. The patient was redirected to their healthcare provider and additional listings were sent. The patient subsequently reported that she had the insr available for troubleshooting. She confirmed the desktop charging pin felt secure. The patient tried to charge her ins and she reported that she does not have trouble getting coupling boxes. The patient thought the battery level went from the top of the battery to the bottom. She said the ins was 50% full. It was reviewed that the top part of the battery was just how the icon was shaded and was irrelevant. The patient then reported that the ins depletes faster than it used to. The patient was redirected to the healthcare provider for this concern. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulator is not covering their pain. They noted that they feel like it is getting worse and wants a manufacturing representative to be present at their upcoming physician appointment. Patient services reviewed having the healthcare provider page a manufacturing representative. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she felt like she wasn't getting enough relief. The event date was provided as a few months before (B)(6) 2018. Rep came to doctor office and tried to do changes but it didn't help much. One of her hcps talked about getting a new implant that covers more area instead of just one spot. Patient provided information regarding how they are trying to find an hcp closer and previous appointments that got cancelled. No further complications were reported/anticipated.